Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that for the last couple of months, they have not been feeling any stimulation at all as well as not getting therapy relief. Patient said they increased stim on multiple programs until the ins amplitude max and they never felt any stim. Patient said if they sit somewhere and get up, they just gush out and have no control at all. Patient mentioned they have to wear a heavy pad now, even if they stay in the house. Patient also mentioned that they've noticed during this time that it seems like their ins is not in the same spot as when it was implanted. Patient said it seems like it was lower in their butt cheek and now it's down by the top of their butt crack. Patient denied any falls or trauma. Patient service specialist reviewed patient could try increasing stim on the remaining programs to see if they could feel stim on those programs as well and monitor symptoms. But ultima tely, ps redirected to hcp to check circuitry and check ins placement. Offered to reach out to rep to see if they can provide assistance coordinating an appt.